Event description:
It was reported that the customer had a low blood glucose level about 3 weeks ago. Customer stated that he probably did not eat in the morning and then all of a sudden it was lunch time. Customer stated that sometimes he just gets up late. Customer did not have the pump go through the x-ray machine, but it went through the metal detectors. Customer did not want to troubleshoot for low blood glucose levels. Customer treated with glucagon at that time. Customer's blood glucose level of 36 mg/dl. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.